Event description:
Pt's status post hind foot arthrodesis returned to surgeon. An x-ray showed the spiral blade backed out. Surgeon removed the spiral blade and end cap and replaced with another blade and end cap.

Manufacturer narrative:
Synthes is unable to provide the date of manufacture without product returned and/or lot number provided. The investigation could not be completed, no conclusion could be drawn as no product was returned and no lot number was provided. Without a lot number, a device history record review cannot be completed.